Manufacturer narrative:
Device: 88.2 cm of the catheter was returned. The catheter met requirements for the patency check. It did not meet requirements for the leakage test. A tear was observed 22.8 cm from the proximal flow holes. It is unknown how or when the damage occurred. The catheter met all requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompanies the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The IFU also cautions that to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during the initial lumbar catheter implantation procedure, the physician found that the lumbar catheter was leaking from a tear at the 23 cm position of the catheter after it was implanted. The catheter was then explanted and a new lumbar catheter was implanted. It was also reported that there was no impact for the patient.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use (IFU) that accompanies the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The IFU also cautions that to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. (B)(4).